Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed a code 1003 which is indicative of battery voltage too low for the projected remaining capacity, which was observed as a red call doctor icon on their home monitor. Technical services (ts) referred this patient to their physician. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed a code 1003 which is indicative of battery voltage too low for the projected remaining capacity, which was observed as a red call doctor icon on their home monitor. Technical services (ts) referred this patient to their physician. This pacemaker remains in service. No adverse patient effects were reported.